Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, patient reported that their steel infusion set came off today and they just stuck it back into their skin due to which blood glucose was high. No further information available.